Manufacturer narrative:
It was reported that the or towels have lint clusters. No patients harmed, or significant event. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
The or towels have lint clusters.